Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving a vibratory alert for non-sustained lead noise. Upon interrogation, pvcs were observed on the electrogram but due to mismatch of the far field and the near field signal, non-sustained lead noise was detected. Programming changes were performed. Patient will continue to be monitored.